Event description:
It was reported that a small amount of liquid was found in the outer bag of an large volume 5 infusor. This occurred after filling of the device with 4025 mg of fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be the loose blue winged luer cap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture dates: september 10, 2013 - september 12, 2013. The device was returned for evaluation. The device was received with 190 ml of fluid in the reservoir. The fluid was also noted inside of the bag that contained the device. Visual inspection of the device found a leak coming out at the connection of the blue winged luer cap. The blue winged cap was found to be slightly loose. Once this cap was tightened, the leak stopped. A functional leak test was performed on the device, the blue winged luer cap was tightened and no leak was observed. The reported problem was confirmed due to the loose blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.